Manufacturer narrative:
Investigation: bd received a photo from the customer facility for investigation. The customer photo was evaluated and the customer¿s indicated failure mode of the needle separating with the incident lot was observed. Rationale: additionally, retention samples were selected from in-house inventory and inspected for the presence of a full epoxy ring, no issues were observed as all retention samples met specifications. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Summary: based on evaluation of the customer samples and photo, the customer¿s indicated failure mode of the needle separating with the incident lot was observed. Upon review of the photo, samples did not meet the required specifications. Additionally, retention samples were tested and all specifications were met. Conclusion: based on the investigation, a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use of the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, the needle separated and remained in blood vessel. Tweezers used to remove needle. There was no report of injury or medical intervention.MDR/mpr dt completed: (B)(6) 2017.